Manufacturer narrative:
The surgical table is approximately 14 years old and is serviced and maintained by the user facility's biomedical department. A steris service technician arrived onsite to inspect the surgical table. The technician found that the cb2 breaker was tripped. During the time of the reported event, the user facility's biomedical technician intentionally tripped the cb2 breaker to cut power to the pump motor. The steris technician reset the cb2 breaker to restore power to the surgical table. The technician confirmed that the integrated auxiliary switches were functioning properly however, the hand control would not work or display icons. The technician plugged in a different hand control and all functions on the hand control worked as well as the display icons. The steris service technician took pictures of the surgical table and subject hand control and sent them to steris quality for review. Review of the photos showed the alternating current (ac) power cord to not be a steris original equipment manufacturer (OEM) ac power cord (cord was not the correct color). Use of a third-party ac power cord could cause the table operating issues as it may not make proper connection with the table ac inlet contacts. A photo of the table auxiliary override control switches showed the protective rubber boots for these switches to not be present or damaged. The rubber boots on these switches prevent fluid from entering the switches and potentially causing damage or electrical shorting of the switches. Such damage could cause unintended table movement as reported in this event. The technician made repairs to the surgical table, tested the unit and confirmed it to be operating properly. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that at the conclusion of a patient procedure, the surgical table moved into reverse trendelenburg position without being commanded to do so. No report of injury, procedure delay or cancellation.